Event description:
It was reported that a progav 2.0 shunt system (part # fx603t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2020. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 115 centimeters (cm), weight: (B)(6) (kg), gender: female.

Manufacturer narrative:
Investigations: visual inspection: the following was detected during the visual inspection: bloody delivery liquid. Visible deposits in the control reservoir. Blood and deposits in the outlet of the shunt assistant 2.0. Permeability test: a permeability test has shown that the shunt system is permeable. Computer controlled test: the results show that the valves operated within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, bloody deposits were found in progav 2.0. In the shunt assistant 2.0 were no visible deposits. Results: based on our examination results, we can determine deposits. The deposits did not influence the functional characteristics at the time of the examination. Existing deposits/proteins in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.